Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet, which was ultimately attributed to an incorrect configuration to the dexcom g6 option instead of dexcom g7; the issue was addressed by toggling settings, re-entering the pairing code, selecting the correct dexcom g7 sensor type, and initiating pairing. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, specifically failure to follow instructions for correct sensor type selection and pairing; the device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.